Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va10exr, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Event description:
The consumer reported that the patient's urgency increased with bowel movements on (B)(6) 2015. This was due to a sudden change in symptoms. Stimulation felt stronger when lying down on (B)(6) 2015. It had only happened once where stimulation felt stronger with lying down, but the patient was fine when they stood back up. There were no falls or trauma that could be related to the issue. The patient had no recent medical test or emi environmental exposure. The patient was going to try decreasing stimulation when lying down and increasing due to urgency. The patient was getting a 50 percent reduction in symptoms. The patient's stimulation sensation and urgency issues had not been resolved, but were probably 50 percent better. The indication for use for this patient was gastrointestinal/pelvic floor.